Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. The evaluation on (B)(6) 2017, confirmed that the probe tip broke down at 11 mm from the distal end. There were scratches on the metal part of the grasping section and the probe each other. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This is the report regarding the probe damage. Another report regarding the damage of the jaw coating is going to be submitted separately. These types of probe damage and errors are most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe and short circuit error occurs due to output during the device grasping metal objects or surgical devices. Furthermore, the probe is cracked from the scratch due to receiving a load by output or grasping tissue, and consequently the probe damage error occurs. Then, the probe breaks off when the probe receives a load. The instruction manual of the subject device already states; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a subtotal colectomy. During first 20 minutes of use, an alarm was displayed with a seal & cut short circuit error. While the device was continued to be used, an alarm was displayed with likely to be a probe damage error. The tip of the probe of the subject device was broken off and the fragment was fallen inside the patient¿s body. The fragment was found with one hour of x-ray fluoroscopy and was retrieved from the patient¿s body. It was not reported that whether the device was replaced. The procedure was completed. There was no patient injury reported.